Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable cause could not be determined as the malfunctions were not duplicated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image produced by the deflectable videoscope was cloudy. The issue was found during preparation for use. There were no reports of patient involvement.